Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, without success. Tandem technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy. The customer expressed interest in obtaining an out-of-warranty loaner pump.